Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va037lu, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# va03csw, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
Information was received from the consumer that reported the patient had intermittent/erratic therapy. They had speech issues, walking problems, falling, and freezing. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine what steps were taken to resolve the event. If additional information is received, a follow-up report will be submitted.